Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 14-aug-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and healthcare provider via a company representative regarding a patient who was receiving dilaudid with concentration .5 mg/ml at a dose rate of ¿0.05 /day¿ via an implantable pump for an unspecified indication for use. It was reported that a catheter access port test had come back negative. The catheter was kinked. The catheter was revised at the pump site. The catheter remained implanted and in-service. No patient symptom was reported. It was indicated that no environmental/external/patient factors that may have led or contributed to the issue was given. The issue was resolved at the time of the report. The patient was without injury regarding their status at the time of the report. Other medications (oral, etc.) The patient was taking at the time of the event was unable to be obtained. The patient¿s weight and medical history was noted as having been requested but would not be made available. It was noted that the healthcare provider had no further information regarding the event. No further patient complications have been reported as a result of this event.